Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4.: the serial number of the 3t heater cooler in use at the time of patient surgery ((B)(6) 2011) is unknown. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before (B)(6) 2016 which is the FDA compliance date to implement UDI code. H.4.: at the time of the surgery there were three (3) 3t heater cooler units in the medical centre identified with sn (B)(6) (manufactured in 10/12/2004), (B)(6) (manufactured in 29/11/2004) and (B)(6) (manufactured in 12/07/2006). G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Customer advised that the department did not keep written records of which hcu was used for any particular patient. This means that unfortunately, medical records do not contain confirmation of the serial number of the hcu used in his surgery. Livanova investigated and it was found that at the time of the surgery there were three (3) 3t heater cooler units in the medical centre identified with sn (B)(6) (manufactured in 10/12/2004), (B)(6) (manufactured in 29/11/2004) and (B)(6) (manufactured in 12/07/2006). None of these devices in use at the hospital at the time of surgery was equipped with vacuum and sealing kit since upgrade activity started in 2017. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an alleged mycobacterium chimaera infection. Patient underwent a procedure on (B)(6) 2011. During surgery, a 3t heater cooler unit was used. Patient was discharged on (B)(6) 2011 and initially patient recovered well. In late 2013, patient began to feel ill and developed abnormal renal function, poor appetite, generalised muscle aches and lethargy. In (B)(6) 2013 patient noticed his testicle was sore and swollen. It was suggested he had an infection, and repeated antibiotics were prescribed. On examination it was noted the epididymis was swollen. On (B)(6) 2014, patient underwent excision of right epididymis and a left orchidectomy. Histology following this procedure showed extensive necrotising granulomas with some acid-fast bacilli with a likely diagnosis of testicular tuberculosis. Following an mdt, patient commenced tb treatment. Patient developed a right calf mass which was biopsied and showed necrotising granulomas with chronic inflammation. His renal function remained impaired. He underwent an aspiration to the cystic swelling of his calf on (B)(6) 2015 but this re-accumulated. He also developed a nodular lesion on the left medial malleolus, the aetiology of which was not clear. He also developed an erythematous patch on the lateral lower aspect of his right calf. On (B)(6) 2015, patient underwent an excision of abscesses on both of his lower legs. It was suggested that tuberculosis was the most likely cause of these granulomatous lesions. He stopped the tb treatment at the end of 2015. In early 2021, patient began to experience a painful swollen sternoclavicular joint with no history of trauma. He underwent scans and testing, particularly given his history of tuberculosis. An ultrasound-guided aspirate from the joint fluid was sent to microbiology on (B)(6) 2021 and was negative for typical bacteria but was positive on mycobacterial culture. On (B)(6) 2021, definite identification of this isolate was reported as mycobacterium chimaera. However, patient was diagnosed with left sternoclavicular joint flare-up of arthritis. On (B)(6) 2024, patient was seen in the infectious diseases clinic and the report from 2021 was re-assessed. It was noted that the mycobacterial isolate from the left sternoclavicular joint in 2021 was genotypically identical to the strain that caused an outbreak of heart surgery related mycobacterial infection in the period from 2007-2015. It was noted that patient underwent mitral valve repair in (B)(6) 2011 and in 2013/2014 he began losing weight, had mild liver injury and more significant kidney dysfunction, developed granulomatous epididymo-orchitis and necrotising granulomatous processes in the right calf and left ankle. By the end of 2015 he had completed a year of att, his renal function returned to normal, and he began to feel well again. The doctor also recognised patient developed acute sternoclavicular joint arthritis which was aspirated and cultured m. Chimaera. By the time the culture result was available the arthritis had spontaneously resolved so no antimicrobial treatment was provided. Patient remained generally well since. It was explained to patient that based on the aspiration result it is highly likely he acquired a mycobacterial infection during surgery in 2011, which manifested itself in 2013/2014 and again in 2021. Patient currently had no symptoms of active infection but was warned a subclinical infection (sleeping infection) was possible, and that it is difficult to predict whether any further manifestations of the infection could be expected in the future. Patient was therefore to undergo a whole-body scan and routine blood tests to assess organ function and inflammatory activity. Patient is not currently presenting any symptoms; he has not been treated for his mc which has resolved itself.

Manufacturer narrative:
H11. Device history records review of the potentially involved heater/cooler units (B)(6) was performed, and did not reveal any deviations or non-conformities relevant to the reported issue. Based on the available information, the source of patient contamination and the livanova device involvement remain unknown. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated corrective action preventive actions and a field action issued in march 2019. Livanova became aware of these cases through legal actions. According to the livanova legal counsel, these are the only available details, and we do not expect to receive additional information in the near future. If new information becomes available, it will be communicated in a supplemental report.

Event description:
See initial report.